Manufacturer narrative:
The insulin pump was received with no button response due to a corroded keypad. There was no button error alarm during testing. There was no moisture damage on the electronics assembly. The unit had a cracked reservoir tube lip, minor scratches on the display window, and a crack on the display window. (B)(4)

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer reported the insulin pump may have been exposed to humidity. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.